Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-may-2022, UDI#: (B)(4). Report source: country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the second stage implantable neurostimulator (ins) implant, intraoperative testing found the tip of the lead from the first-stage implant was ¿broken and could not be used normally.¿ it was stated that the damage was ¿found by the doctor when retesting the position of the lead¿ prior to connecting the lead to the patient¿s ins. The cause of the broken lead tip was ¿unknown.¿ the implanted lead was removed and the patient was ¿selected for the second-stage lead replacement surgery.¿ it was stated that an effective measure was taken to address the issue, whereby ¿a second lead replacement operation was performed at an appropriate time.¿ the patient was under observation at the hospital at the time of report. No further complications were reported or anticipated.